Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the back of her left arm, all the skin two inch by four inch outside of the patch as well as under patch. The reaction was described as raw, red, and it looked oozing and infected. It was stated that the sensor was placed on (B)(6) 2016, the next day it was itching and hurting, I saw blood thru adhesive and it was taken off on the (B)(6) 2016. On (B)(6) 2016, patient was taken to urgent care to receive treatment for the reaction and was diagnosed with impetigo bacterial infection. The patient was prescribed bactroban cream and cephalexin antibiotics, which the patient used to treat the affected area. At the time of contact, the patient was the same. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.